Event description:
As reported by the initial reporter, in operating room(B)(6), a screw fell from the stryker ceiling cover into the surgical sterile field. This occurred during the middle of an ongoing case. The screw did not hit the pt, nor were there any adverse pt outcomes or injuries as a result of this screw falling into the sterile field.

Manufacturer narrative:
Pt info was requested from the initial reporter. The only info that was offered was a pt medical record number. The is no established expiration date of this device. Device was evaluated in the field on june 3, 2009. Device manufacture date is unk at this point. Further attempts will be made to collect this info. Eval summary: this device was evaluated in its operational environment. From the evaluation, it appears that the screws for the ceiling cover were not appropriately screwed in, possibly during installation. The screw did fall into the sterile area, but did not hit the pt. There were no adverse consequences as a result of this screw falling into the sterile area.